Manufacturer narrative:
The specimens were collected in bd edta tubes and processed in the automatic mode. Qc was run before and after the event and results were within qc specifications. A field service engineer (fse) inspected the instrument and indicated that wbc bath was not draining. The fse replaced the vl4 actuator. Customer indicated that the lh750 instrument was calibrated and the mcv was adjusted. No other h&h checked failed issues were encountered on the lh750 instrument post calibration. Root cause of this event is unknown.

Event description:
The customer stated that the coulter lh 750 analyzer generated erroneously low hemoglobin (hgb) results with an operator defined h&h check failed message. The samples were repeated on a different instrument and the hgb results (correct results) did not match the ones from the lh750. Several patient printouts were provided to show the h&h check failed message generated on the lh750 instrument. However, instrument printouts were provided for only two patient samples to demonstrate the higher results obtained from the different instrument. Patient results are shown. No erroneous results were reported out of the lab. There was no death or injury requiring medical attention and no reports of effect to patient treatment.